Event description:
It was reported that the implanting physician complained that the lead was shipped with the helix partially out, which was fortunately discovered prior to putting it through the introducer. The lead helix was retracted and the lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).